Event description:
Getinge became aware of an issue with one of surgical lights - powerled. The designated complaint unit employee confirmed based on photographic evidence that paint was peeling from fork, spring arm and screen holder, rust occured on screen holder and label was chipping off. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The initial reporter was getinge technician. Event site name: (B)(6). Event site telephone: (B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of d4 serial# field deems required. This is based on the internal evaluation. Previous d4 serial#: (B)(6). Corrected d4 serial#: (B)(6). Items involved: - powerled 300+ df k3 (ard568330933 - sn (B)(6). - powerled 700 df v r k3 (ard568370936 - sn (B)(6). Manufacturing date: 05-dec-2011. - xs single flat screen holder (ard567506996 - sn (B)(6). Manufacturing date: 14-nov-2011. Getinge became aware of an issue with one of surgical lights - powerled. The designated complaint unit employee confirmed based on photographic evidence that paint was peeling from fork, spring arm and screen holder, rust occured on screen holder and label was chipping off. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. According to subject matter expert at manufacturer¿s, the most probable root cause of this premature paint degradation would be an incorrect cleaning procedure/product. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas's requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. This event is clearly due to the cleaning product. Nevertheless, the deterioration of the paint is far advanced, and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. The current cleaning product must be improved as described in the user manual. The damaged parts must be replaced as soon as possible. Rust formation was probably caused by: a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning protocol. The presence of liquid water or an exposure to humid air due to a high relative humidity of the operating room. The instruction for use indicates the environmental condition for use; the relative humidity must be between 20% and 75%. To prevent any incident the instruction for use mentions to perform daily and monthly inspection in order to detect painting defects, impact marks or other damages. The instruction for use mentions not to clean the device under running water nor spray a solution directly onto the device. Certain cleaning products or procedures may damage the paintwork of the device, which may result in particles falling onto the surgical site during an operation. Fumigation methods are unsuitable for disinfecting the unit and must not be used. The instruction for use mentions to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. Label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the light heads for chipped paint, impact marks and any other damages during daily checks. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.